Manufacturer narrative:
Additional information was received that the location of infection was at the patients abdomen or ipg site. Symptoms of redness and pain were noted. The physician believed that the infection was not device or procedure related. It was suspected that the patients body was rejecting the device/foreign device. The patient was prescribed antibiotics and underwent an explant procedure. Concomitant medical products: model number/catalog number: sc-8336-50, serial number: (B)(4), batch/lot number: 7019650, model/catalog description: coveredge 32 surgical lead kit 50cm. The explanted devices were not returned to bsn. It is indicated that the devices will not be returned for evaluation; therefore a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient had an infection. The patient will undergo an explant procedure.

Manufacturer narrative:
Model number/catalog number: sc-8336-50, serial number: (B)(4), batch/lot number: 7019650, model/catalog description: coveredge 32 surgical lead kit 50 cm.

Event description:
A report was received that the patient had an infection. The patient will undergo an explant procedure.